Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon burst. It was noted that kink due to angulation while crossing the lesion. The procedure was completed with another of the same device. No patient complications reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon burst. It was noted that kink due to angulation while crossing the lesion. The procedure was completed with another of the same device. No patient complications reported, and the patient condition was stable.

Manufacturer narrative:
H6 device codes: material deformation (a0406) has been added. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with a new inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. There was no damage or irregularities found to the device. Product analysis could not confirm the reported events as the device inflated to rated burst pressure and deflated with no issue and there was no damage or irregularity found to the device.